Event description:
It was reported that an ilet user experienced hyperglycemia after being disconnected from infusion tubing for several hours and subsequently received an occlusion alert; the user dismissed the alert, resumed insulin delivery, and later reported plans for a supply change due to low insulin volume. Symptoms included elevated blood glucose with a reported value of 341 mg/dl. Outcomes included return to target glucose range without medical intervention or hospitalization. Investigation included technical troubleshooting and patient education on alert response and infusion set management, with review of device data indicating glucose recovery into range. Investigation of this case revealed that the cause of the hyperglycemia and occlusion alert was unclear. It was concluded that the event was user-recoverable and that no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.